Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported that as the pump started giving the dose it started dripping/leaking from the right side of the pump, we turned it off. Once we detached the cassette, the tubing going towards the patient broke apart which was the cause of the leak. I then directed the patient to call the anesthesiologists on call to see what steps they would like her to do moving forward.. Medication being infused was unknown. No patient injury reported.